Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported they got hearing aids yesterday and when placed in ears felt very uncomfortable painful stimulation in lower part of body. They reported they took the hearing aids out and a great deal of the pain subsided. They reported they still felt discomfort when laying down and decided to turn therapy off. They reported still feeling residual discomfort. The patient was redirected to their healthcare provider to further address the issue.